Event description:
Reporter alleged device generated a result outside reading range of the device. Reporter stated the alleged result was verified by finding it in the device memory and reader. A request was made for the return of the suspect device and replacement product was sent.